Event description:
It was reported that the handpiece was running on its own. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation the technician was unable to duplicate the reported event, but did find the handpiece had been repaired by a third party. Multiple components were replaced due to the third party repair, and preventative maintenance was performed on the handpiece. The handpiece has since been returned to the customer.